Event description:
N/a.

Manufacturer narrative:
It was reported that the patient presented for emergency referral due to left thoracic pain with significant increased signs of inflammation or pericarditis after a month of amulet implant. There was no evidence of infection. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet¿s stabilizing wires contributed to the pericardial irritation. The cause of reported patient effects pericarditis and pain could not be conclusively determined. The reported intervention was due to medication therapy that the patient was started on; the current patient status was reported in good condition without symptoms. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(4) - catalyst ide, patient site ID: (B)(6) ((B)(6)). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted with a 14f amplatzer torqvue 45x45 delivery sheath. It was reported on 21 august 2024, the patient began experiencing classical symptoms of pericarditis. On (B)(6) 2024, the patient presented for emergency referral due to left thoracic pain with significant increased signs of inflammation or pericarditis. The patient was started on colchicine medication therapy. There was no evidence of infection. The physician attributed the pericarditis due to irritation by the amplatzer amulet's stabilizing hooks. The current patient status was reported in good condition without symptoms.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.